Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9. H3 evaluation the product was returned to eth for evaluation. Visual inspection was conducted on the returned device visual analysis of the returned device determined that the unit arrived in its original, unopened packaging. While inspecting the sealed package, foreign material was observed within the packaging; the item appears to be a piece of cardboard, likely originating from outer packaging material. Additionally, photos were provided and they showed the condition of the reported event. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on how the cardboard box was introduced inside the sterile package, it is possible that the cardboard box adhered to the device during the packaging process due to static. The reported complaint was observed. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2026 and topical skin adhesive was used. The product's outer packaging was not opened, and it was found that there were some solid residues in the liquid. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please describe the type of solid residues that was observed in the liquid. What was the solid residues¿ appearance? What was the texture? Are there any photos of the solid residues available? Please refer to photo " was the product seal on the foil still intact when the package was opened? Please refer to photo " will the device be returned for evaluation? If yes please return all relevant packaging material : yes. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.